Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm; in addition, gouges were found on the blade. The device was functionally tested on the generator and the max hand control button was not functional; however, the device did activate when it was tested with the footswitch and no alert screens were displayed during the analysis. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, probe not working in first case. The generator gives replace instrument error between surgeries. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.